Manufacturer narrative:
The complaint was confirmed for a potential harm postoperatively. The exact root cause could not be determined. The likely cause was determined to have been patient activity postoperatively resulting in a complication with hemostasis. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that while using the involved angio-seal device hemostasis was successfully achieved. However, on the following day, bleeding occurred when the patient moved out of bed. A subcutaneous hematoma and a thrombus were noted. Hemostasis was achieved with compression and immobilization. Contrast-enhanced CT scan confirmed a pulmonary embolus. Anticoagulants were used and hospitalization was prolonged. The physician commented that there did not seem to be a problem with the procedure. The estimated blood loss was less than 250cc's. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The event occurred post-operative. There were no other devices or equipment used with the involved device.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policya2: age & date of birth: requested, not available due to hospital policya3: patient sex: requested, not available due to hospital policya4: weight: requested, not available due to hospital policya5: ethnicity: requested, not available due to hospital policya6: race: requested, not available due to hospital policyb3: date of event: requested, unknownd4: lot number: requested, unknownd4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot numberd6a: implanted date: unknown due to unknown date of event d6b: explanted date: device was not explantedh4: device manufacture date: unknown due to unknown lot numberthe production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.